Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va08qwy, implanted: (B)(6) 2014, product type: lead; product ID: 3888-56, lot# va0887g, implanted: (B)(6) 2014, product type: lead; product ID: 3888-56, lot# va08qwy, implanted: (B)(6) 2014, product type: lead; product ID: 3888-56, lot# v900218, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 29-apr-2017, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 29-apr-2017, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 15-dec-2015. Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that, about 4 months ago, the patient noticed the ins did not seem to be working right and they were not getting therapy relief. The patient had a loss of therapy and the ins was not working right to control symptoms. The patient denied any fall or trauma. The patient stated the ins had been reprogrammed many times and it had not helped. The patient said the last time it was reprogrammed was 2 months ago, and the patient did not remember when the first reprogramming was. The patient also stated that, about a year ago, the left side where the wire goes into their head felt like it burned intermittently. The patient said they told their healthcare professional (hcp) about this already. It was noted that the patient was implanted off-label. On the call, the programmer showed that the stimulation was on. Patient services (ps) reviewed the possibility of adjusting the amplitude or changing groups but the patient said they had already tried all of this and it had not helped. The patient was directed to their hcp to check the ins and possibly reprogram the ins. No further complications were reported/anticipated.